Manufacturer narrative:
The exact event date is unknown. However, it was reported that the pain occurred three weeks after the procedure. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Problem code captures the reportable event of pain. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during hysterectomy and vaginal sacrospinous fixation procedure performed on an unknown date. According to the complainant, three weeks after procedure, the patient was brought back to or for two times already and the patient reported to have pelvic pain. The physician suspected that the patient has possibly pudendal nerve pain because she has leg pain down the back and thigh area and subsequently, cannot sit and can barely walk. It was reported that the physician was unsure if it was because of the capio device, but it will be monitored continually. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The exact event date is unknown. However, it was reported that the pain occurred three weeks after the procedure. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.   The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during hysterectomy and vaginal sacrospinous fixation procedure performed on an unknown date. According to the complainant, three weeks after procedure, the patient was brought back to or for two times already and the patient reported to have pelvic pain. The physician suspected that the patient has possibly pudendal nerve pain because she has leg pain down the back and thigh area and subsequently, cannot sit and can barely walk. It was reported that the physician was unsure if it was because of the capio device, but it will be monitored continually. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on december 4, 2018. The patient was brought back to or for two times due to pain experienced by the patient after the procedure. Reportedly, the physician tried to loosen or remove the stitches to relieve pain from possibly being too close to the pudendal nerve.